Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery that is 88% stenosed with lower limb thrombosis. The 6.0x60mm absolute pro self-expanding stent system was implanted; however, after implantation due to the heavy calcification the stent failed to open the stenosis [recoil]. The implanted stent did not improve the patient's condition; therefore, open surgery was performed to remove the stent and thrombus and endarterectomy was performed to treat the vascular stenosis. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that due to the heavy calcification the stent failed to open the stenosis; thus resulting in the reported patient-device incompatibility. The treatment appears to be related to the operational context of the procedure as open surgery was performed to remove the thrombus and endarterectomy to treat the vascular stenosis. There is no indication of a product quality issue with respect to manufacture, design or labeling.